Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic), the right ventricular (rv) lead, lead integrity alert (lia), pacing capture threshold in the rv was elevated, and rv oversensing. Analyst commented, beginning (B)(4) 2016 t-wave oversensing (twos) identified in ventricular tachycardia (vt) non-sustained episodes 287 and 289. Beginning (B)(4) 2016, ventricular sic up to 122; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. Rv lia occurred on (B)(4) 2016 for sic greater than 30 in 3 days and 2 or more high rate ventricular tachycardia (vt) non-sustained episodes. Since (B)(4) 2015 rv capture thresholds measured 2.5 volts and consistently measured 2.5 volts.

Event description:
It was reported that the patient presented to healthcare facility due to alarm triggered. The right ventricular (rv) lead exhibited high rate-non-sustained episodes, high sensing integrity counter (sic), high pacing impedance and rv lead integrity alert (lia) triggered. The rv lead remains in use, and explant planned for later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.